Manufacturer narrative:
Explanation for device evaluated by MFR: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false positive tests and a member of the technical support group was able to perform data analysis. The complaint history was reviewed and there was one similar complaint against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. All data values were normal and met acceptable criteria. Root cause was undetermined.

Event description:
Customer reports three false positive result for two individuals when testing with the cue covid-19 test for home and over the counter (otc) use. This report is to document the false positive results for individual 2. See case-(B)(4) for the false positive result for individual 1. Individual 2 received two false positive results on (B)(6) 2022 when using the cue covid-19 test for home and over the counter (otc) use (artridge sn (B)(4), lot 16815g, reader sn (B)(4). A negative cue covid-19 test performed on the same day provided a negative result. Individual tested negative on (B)(6) 2022 with an unspecified rapid antigen test and pcr test. Individual was not symptomatic.